Manufacturer narrative:
(B)(6).

Event description:
It was reported that during operation, the quantum 2 controller did not work with the electrodes, the plasma cloud does not form and ablation does not occur, nor do the electrodes work in coagulation mode. Additional electrodes were opened; they also did not work with this equipment. A hardware reboot did not fix the situation. It was changed the method of operation, it was used dyonics power ii, from smith + nephew. The patient feels well. No significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions the user manual was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have caused the electrical component failure or (2) failure of an internal component causing no output from the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.